Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil detachment handle. During the procedure, the detachment zone on a ruby coil became stuck in the detachment handle after successful detachment. The procedure successfully continued using a new ruby coil detachment handle. There was no report of an adverse effect on the patient.